Event description:
It was reported that the console automated impella controller (aic) had a purge sensor issue/malfunction during use in the intensive care unit. It was noted that when the nurse was changing purge fluid and tubing, the aic was not detecting the purge disc sensor. However, the procedure was completed successfully. There was no harm to the patient reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrections: d6a and d6b should have been left blank. H5, h8. The investigation of the reported failure mode has been completed. Data review: console logs were consistent with what was reported in the complaint. Device analysis: console was tested after and the purge disc detection issue was able to be reproduced. Further inspection of the console revealed that the purge disc flag was missing. Conclusion: the root cause of the purge disc detection issue was the observed broken purge disc flag (missing at blue retainer). Device history review: the device passed all the post sterile inspection checks.